Event description:
It was reported that the device screen freezes. Physio-control evaluated the device and found that it intermittently locked up with a white screen. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly at the failure analysis center and confirmed an intermittent lock up problem. The most likely cause for the issue was determined to be failure of the u61 ic chip. However, further testing was unable to make a conclusive cause determination.